Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had a sensor error on their insulin pump. The customer's blood glucose level was 547 mg/dl. The customer was assisted with trouble shooting. The customer did not have issues with insertion method. The customer was assisted with recalibrating and rebooting the sensor. The customer was advised to monitor the system and to call back if the issue continues. No further information was provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.